Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer was able to clear the alarm and able to rewind the pump. The self test did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 63 alarm confirmed in the device history and during self test due to broken trace. Device passed the displacement test.